Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces z quad; product ID 389033 (serial: unknown); product type: 0200-lead;medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). .pt was unsure what was removed and left in back in 2004. Pt states he was told he has 16 leads in spine. Agent reviewed nothing has been updated and advised to have them do an xray to see what is left in the body. 2004 had a fall and the lead broke. Patient states they had to do 3 back surgeries on the back. Pt states one time broke it and had to go in again and have that fixed. Agent had a hard time understanding and hearing the exact issue. Pt states another time he went to wash hands one day and fell and slipped and broke the leads in it and scar tissue. Agent asked if the lead broke and patient states they don't know if it is broken up now because they didn't have to charge it. The patient was redirected to their healthcare provider to further address the issue. Pt was not sure on the date and just stated that the fall was in 2004.